Manufacturer narrative:
As the date of this report the affected device was returned for further investigation. The investigation is pending. Actions will be implemented by the manufacturer as required. After investigation is completed, it can be determined what further investigations need to be conducted. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information was provided in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was provided that smoke was seen at the top of the working shaft during endoscopic surgery.

Manufacturer narrative:
Investigation revealed that all parts returned to the manufacturer were in a used but functional condition. The information mentioned under section d was changed accordingly and the cable was entered as the cause. For this reason, the cable was found to be the cause of the incident. The information in the form under point 2 was changed accordingly and the cable was entered as the cause. The changes refer to the item details, whereby the working element was originally assumed to be the cause, but after the investigation, it turned out that the cable was the cause of the incident. Section d1, d2, d4 and section g were corrected to reflect the correct product and 510k number. These changes will be reflected in a new MDR under the correct manufacturing facility number. Please see (B)(4) for the new report that reflects the correct manufacturing site number for this complaint. The damage found on the cable corresponds to the information received by the customer and is the reason for the malfunctioning of the device during surgery. The damage of the cable caused a short circuit. The most probable root cause of the short circuit and the damage to the cable is due to residual moisture in the plug connection. This could be caused by problems during reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue with the product cysto-urethro-fiberscope during surgery. According to the complaint description the device has started to burn during surgery. There was no harm to the patient. Currently, further information has been requested but is not yet available.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Corrections are made in section h6 of this report as well as the evaluation summary. The wrong risk analysis document was referenced and therefore a new investigation report was carried out july 31, 2024: investigation revealed that all parts returned to manufacturer were in a used but functional condition. Only the cable shows damages in the area of the plug. For this reason, the cable was found to be the cause of the incident. The information in the form under point 2 was changed accordingly and the cable was entered as the cause. The changes refer to the item details, whereby the working element was originally assumed to be the cause, but after the investigation it turned out that the cable was the cause of the incident. The damage found on the cable corresponded to the information received by the customer and is the reason for the malfunctioning of the device during surgery. The damage of the cable caused a short circuit. The most probable root cause of the short circuit and the damage of the cable is due to residual moisture in the plug connection. This could be caused by problems during reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).